Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while dissecting tissue laparoscopically, the generator started showing the red light indicating the tissue is either too thick or the hand piece is under tension. It broke during procedure but the broken piece was found on the floor. New device was used to continue the procedure. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.